Manufacturer narrative:
Correction: b5 should mention the loose set screw and that the lead was replugged into the new pacemaker.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of capture, high pacing impedance, and low r-wave sensing. During the procedure, the physician alleged that the malfunctions were caused by a loose pacemaker set screw. The pacemaker was removed and replaced and the right atrial lead was re-inserted on (B)(6) 2021. The patient was stable.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the pacemaker and right atrial lead exhibited set screw caused a loss of capture, high pacing impedance, and low r-wave sensing. During the procedure, the physician alleged that the malfunctions were caused by a loose pacemaker set screw and not the right atrial lead but it was not confirmed. The pacemaker was removed and replaced and the right atrial lead was re-inserted on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: b5 should reflect pacemaker malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25329. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of capture, high pacing impedance, and low r-wave sensing. During the procedure, the physician alleged that the malfunctions were caused by a loose pacemaker header connection. The pacemaker was removed and replaced and the right atrial lead was repositioned on (B)(6) 2021. The patient was stable.